Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device for right iliofemoral vein thrombosis via right femoral vein approach. During the procedure thirty seconds after activation, the guidewire felt slightly dislodged, prompting cessation of the procedure. Dsa revealed the guidewire had fractured and broken off inside the body. Subsequently, the director of the main center used a cloverleaf retriever and filter retrieval sheath to extract part of the fractured guidewire, though not all fragments were retrieved. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible, due to no physical sample was received. The user report and the provided images, videos contain information regarding catheter break, detachment of device or device component. After review of the provided images, videos, guidewire break was observed. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.